Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting stent was selected for treatment. During the procedure, delivery of the device was attempted via a contralateral crossover approach. However, when crossing the aorta, severe resistance was encountered, and when force was applied to advance the device, a sensation similar to shaft breakage was noted. The device was removed in its entirety, without any breakage or fragments remaining in the body. The device was inspected after removal, and it was noted that the shaft was kinked. The guidewire was changed from 0.014 inches to 0.035 inches, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting stent was selected for treatment. During the procedure, delivery of the device was attempted via a contralateral crossover approach. However, when crossing the aorta, severe resistance was encountered, and when force was applied to advance the device, a sensation similar to shaft breakage was noted. The device was removed in its entirety, without any breakage or fragments remaining in the body. The device was inspected after removal, and it was noted that the shaft was kinked. The guidewire was changed from 0.014 inches to 0.035 inches, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.